Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. No fragment fell into the patient. The procedure was completed as planned with no report injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed that the damage was first observed before the instrument was inserted into the patient. The instrument's wire was exposed due to damaged insulation. The cable was still intact, and no arcing was observed. The customer did not know if there were any signs of thermal damage. There was no loss of cautery. It was unknown if there was any issue removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.